Event description:
Caller reported a cgm error with reference to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions, and the caller planned to reset the pump at their convenience and follow up if the issue persisted.